Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not "release the correct amount of bolus". The carbohydrate ratio setting was adjusted in attempt to resolve the issue, however, the issue persisted. Customer's blood glucose (bg) ranged between 300-400mg/dl. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Multiple follow up attempts were made to gather additional information and to troubleshoot the issue, however, the customer did not respond to follow up attempts.